Manufacturer narrative:
The patient¿s test strips and control solution have been returned on 7/25/2014 and evaluated by lifescan product analysis on 8/21/2014 and 8/20/2014, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The control solution was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the control solution test read out of specifications on his onetouch verio iq meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. However, the complaint is being reported due to the failing control solution test results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.